Event description:
A high reading issue was reported with the freestyle libre 2 sensor. Customer received a sensor scan result of 220 mg/dl compared to a reading of 40 mg/dl obtained on a competitor brand meter and experienced symptoms described as dizziness and a loss of consciousness. Paramedics arrived and obtained a blood glucose result of 17 mg/dl on their device and administered intravenous glucose to the customer. Customer was transported to a hospital however no additional treatment details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.